Manufacturer narrative:
Concomitant medical products: broviac central line; syringe, size and MFR. Unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional patient information: infant; race: b

Event description:
It was reported that a continuous infusion of fentanyl infusing at a rate of 0.8ml/hour via the infant patients broviac central line located in the patient's right femoral artery when it was noticed that the patients bed linens were wet. Upon assessment, the nurse found that the tubing set was wet. The tubing set was dried only to find it wet again.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking. The set was loaded into a lab syringe pump module for an infusion test. The primary infusion was programmed at a rate of 0.8ml/h and 0.8 ml vtbi. The infusion completed with no alarms and no signs of leaking. The root cause was not identified.

Event description:
It was reported that a continuous infusion of fentanyl infusing at a rate of 0.8ml/hour via the infant patients broviac central line located in the patient's right femoral artery when it was noticed that the patients bed linens were wet. Upon assessment, the nurse found that the tubing set was wet. The tubing set was dried only to find it wet again.